Event description:
In an article titled "cement pulmonary embolism after percutaneous vertebroplasty and kyphoplasty: an overview", the following case was reported. A patient was evaluated of a progressively worsening dyspnea and dry cough. Four weeks before her evaluation, she underwent a percutaneous kyphoplasty for the treatment of t8 and t9 vertebral compression fractures. The diagnosis of pmma embolism was established, and the patient was treated for 6 months with warfarin. No further information was reported. Note: article indicated kyphoplasty procedure was performed and pmma bone cement was injected; however, did not provide products information.

Manufacturer narrative:
Article titled "cement pulmonary embolism after percutaneous vertebroplasty and kyphoplasty: an overview", by nicholas habib, md, theodore maniatis, md, sara ahmed, md, thomas kilkenny, do, homam alkaied, md, dany elsayegh, md, michel chalhoub, md, kassem harris, md. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.